Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during infusion of herceptin, swelling and a leak near the port body were observed. X-ray examination revealed a catheter fracture. The device was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:one x-port isp with groshong catheter was returned for evaluation. Visual inspection noted a single partial circumferential 'I'-shaped split just proximal to the 21 cm depth marker. The split was smooth and showed signs of buckling, therefore, the investigation is confirmed for flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during infusion of herceptin, swelling and a leak near the port body were observed. X-ray examination revealed a catheter fracture. The device was removed and replaced with another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary:one x-port isp with groshong catheter was returned for evaluation. Visual inspection noted a single partial circumferential 'I'-shaped split just proximal to the 21 cm depth marker. The split was smooth and showed signs of buckling, therefore, the investigation is confirmed for flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during infusion of herceptin, swelling and a leak near the port body were observed. X-ray examination revealed a catheter fracture. The device was removed. There was no reported patient injury.